Event description:
Caller reported an issue with the pump's time settings being incorrect upon starting the pump for the first time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump¿s time and provided advice on ensuring time settings are accurate, which the caller understood and acknowledged.